Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated she was in a store walking from the cash register toward the security scanner but not at it yet and she began feeling a zapping/shocking sensation. Patient stated it was from the bicycle seat area to the top of the hip and was zapping then stopped on its own. Patient noted she had not had the patient programmer (pp) with her at that time. Patient mentioned she has lost a lot of weight, nearly 30 pounds and the device was not in the same place, because she can feel the wires/where they go. Patient stated the implant has not necessarily shifted or slipped, but the buttock region has changed, and the implant was more toward the surface, and sometimes if she lays down, it was uncomfortable or if she was not on her hip just right. Patient stated it was gradual since the weight loss began. Patient stated the weight loss began due to being ill, and she keeps losing weight. Patient stated she has stabilized, and the illness was unrelated to the implant. Patient noted she could always feel lumps since the implant and the doctor referred to it as a healing bump, but she can feel it more now. Patient also mentioned the doctor has occasionally told her to turn off the implant for a couple hours to relax the muscles, but when she has done that, it causes issues, so she does not like to turn the implant off. Patient stated she has an appointment next week. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp), via the manufacturer¿s representative, who reported they were contacted by the patient who complained the device was shocking them. The nurse then notified the manufacturer¿s representative and then contacted the patient to have them turn the device off. It was unknown if there were any environmental/external/patient factors that may have led to the issue. No diagnostics or troubleshooting were performed at the time of report. As an action taken, the device was turned off until the patient can see their physician (who was on vacation). The issue was reported as resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the patient was scheduled to meet with their healthcare provider (hcp) the week following follow-up, but no explant had occurred at the time of follow-up. There were no further complication reported or anticipated.